Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. The 3.5 x 8 mm voyager balloon was prepared prior to use, per the instructions for use. The balloon catheter was advanced and inflated; however, a balloon rupture occurred during the first inflation of 18 atmospheres (atm). A non-abbott balloon catheter was used to complete the procedure. There was no resistance noted during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication to suggest a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.